Event description:
It was reported that a pen ndl 31ga 5mm 100bx 1200 USA leaked and broke at the cannula during use. The following was reported by the initial reporter: "it was reported the medication leaked during injection then broke off into patient's injection site. Per snow: consumer reported, during injection, the insulin leaked out onto his injection site stated, a small piece of "patient end" broke off into his injection site stated, he went for xrays and is awaiting the results. Stated, he will call me once he gets results of xray 1 pen needle affected consumer is reporting one box today stated, he purchased 3 boxes with the same lot and is concerned it could happen again. Lot: 0077779 catalog: 320119 date of event: (B)(6) 2020 sample: yes consumer stated, he left a voicemail after business hours on the day incident occurred and the next day he was expecting call back but no one returned his call (B)(6).

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-28. H6: investigation summary: customer returned (4) 31gx5mm bd pen needles from lot 0077779 (3 sealed and 1 used). Consumer reported a small piece of "patient end" broke off into his injection site. Consumer reported during injection the insulin leaked out onto his injection site. All 4 returned pen needles were examined, and it was observed that the used pen needle exhibited a broken patient end (pe) cannula. The 3 unused pen needles were tested for flow using a test pen injector: all 3 were able to expel properly, and no leakage was observed. No evidence of manufacturing defect was observed. The broken pe cannula would be reason why the consumer would think that there was a leakage issue (as reported). Microscopic examination of this pen needle revealed characteristics such as residual bends on the hub-end of the fractured cannula, and ovality (deformation from the normally circular cross section). When viewed together these are all indicators of bending/re-straightening mode of failure. The 3 unused pen needles were tested for visual inspection of point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 31g: 0.0100¿- 0.0105¿): data: point (pe/npe): outer diameter (in): lube: sample 1, good/good, 0.0103, good. Sample 2, good/good, 0.0103, good. Sample 3, good/good, 0.0103, good. The 3 tested pen needles tested within specification. No evidence of manufacturing defect was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to confirm the customer¿s indicated failure (pe cannula broken). The probable cause of the broken patient end cannula is traced to the user. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 31ga 5mm 100bx 1200 USA leaked and broke at the cannula during use. The following was reported by the initial reporter: "it was reported the medication leaked during injection then broke off into patient's injection site. Per snow: consumer reported, during injection, the insulin leaked out onto his injection site stated, a small piece of "patient end" broke off into his injection site stated, he went for xrays and is awaiting the results. Stated, he will call me once he gets results of xray 1 pen needle affected consumer is reporting one box today stated, he purchased 3 boxes with the same lot and is concerned it could happen again. Lot: 0077779. Catalog: 320119. Date of event: (B)(6) 2020. Sample: yes. Consumer stated, he left a voicemail after business hours on the day incident occurred and the next day he was expecting call back but no one returned his call.